Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The damaged instrument was sent back to the manufacturer for analysis. During part analysis there was a confirmed physical damage failure with the clamp. As reported, the retainer ring on the tip of the adjustment screw had been pulled off and was missing. As a result, the screw could close the clamp but could not open the clamp. The clamp was in otherwise good condition. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A medtronic representative reported that the spinous process clamp was broken. It appeared that the weld on the screw broke free. No patient was present during the time of the reported incident.